Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Cephalomedullary nails: factors associated with impingement of the anterio cortex of the femur in a hispanic population. Arch orthop trauma surg, volume 135, pp. 1533-1540. Colombia. This report is for unknown trochanteric fixation nails (tfn), unknown quantity, unknown lot. Product code: hsb. UDI #: unknown part number, UDI number unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: pena, o. R., gelvez, a. G., espinosa, k. A., cardona, j. R. (2015). Cephalomedullary nails: factors associated with impingement of the anterio cortex of the femur in a hispanic population. Arch orthop trauma surg, volume 135, pp. 1533-1540. Colombia. The purpose of the study was to determine factors related to nail impingement in a population of hispanic patients. The study included 156 patients (87 females and 69 males) with a mean age of 75 years. Patients were treated to repair fractures using a cephalomedullary nails including synthes trochanteric fixation nails. The following complications were reported: 6 patients presented with penetration of the anterior cortex of the femur. This is report 1 of 1 for (B)(4). This report is for unknown trochanteric fixation nails and refers to device migration.